Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no problem was found. A technical support specialist (tss) was able to open the cubie and issue the medication. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, when trying to issue hydroxyzine pam 50 mg capsules on 07 05, the drawer opened but the cubie did not. The nurse stated that it looked like plastic was between the cubie and the lid, preventing it from opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.